Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose (bg) level of approximately 1000 mg/dl, dehydration, diabetic ketoacidosis, and vomiting. Customer was treated with intravenous saline, and did not recall further treatment provided. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the cause for the reported issue was due to a non-tandem infusion set kinked cannula and an infection. The brand of infusion set was not reported.